Manufacturer narrative:
It was reported the device was in the patient for "several weeks", therefore the implant date will be estimated as (B)(6) 2022. Explant date was confirmed as (B)(6) 2022. A review of the manufacturing records for the device could not be conducted because the lot # remains unknown. The device was returned to gore for evaluation. The engineering investigation revealed there was nothing observed to be remarkable about the stent beyond the distal end being fractured and unraveled. The root cause could not be confirmed for this event. In the united states, gore® viabil® biliary endoprosthesis does not have a ¿removable¿ indication. In some regions, some gore® viabil® biliary endoprostheses have a ¿removable¿ indication; however, the endoprostheses with transmural drainage holes never have a ¿removable¿ indication. In some regions, only devices without transmural drainage holes may have a ¿removable¿ indication. The gore® viabil® biliary endoprosthesis instructions for use (IFU) states: "this product is not intended for removability, and is considered a permanent implant. Specifically, removal of the stent may be impeded by tissue/tumor ingrowth if the stent has transmural drainage holes. In addition, if the stent were placed through a previously placed open cell bare metal stent, removal may be impeded by the structure of the open cell bare metal stent." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore by conmed (cen-51224) that during an endoscopic retrograde cholangiopancreatography (ercp) procedure using the gore® viabil® biliary endoprosthesis, "the physician attempted to remove a gore viabil 10x6 stent with holes within a patient's bile duct; which was placed for a benign stricture. Reportedly, dr. Kibria used a rat tooth forcep for his initial attempt to remove the stent and pulled on the very distal. It was reported, the customer was performing a stent removal from a previous stent placement, so the lot number is unknown." It was reported the lot number is unknown and the distal portion of the endoprosthesis shredded and collapsed within the area of the papilla. Reportedly, the physician was eventually able to remove the endoprosthesis from the patient and kept what was left of the device. It was reported a catheter length of 200cm, 10mm x 6cm, short wire catheter (stiff) was used and the physician doesn't recall any of of the ordinary manipulation of the endoscope or catheter during the case. Reportedly, the stent had been placed for several weeks and a duodenoscope was used. It was reported the stricture was not previously treated and the patient was having the stent removed as cbd drainage was functioning at optimal levels again. Reportedly, there was no re-occlusion and the situation was resolved with all the pieces of the device removed from the patient.

Manufacturer narrative:
The device was returned to gore for evaluation. The engineering investigation revealed a partially unraveled explanted endoprosthesis and did not contain any shredded fragments or any articles of packaging. The nitinol stent frame was not found to be fractured, but the stent was found to be unraveled at the distal end and the graft material covering it was missing. There was a fragment connected to the bare nitinol wire at the distal end; however, it could not be determined if that fragment was tissue or a fragment of the graft material. The gore® viabil® short wire biliary endoprosthesis is intended for palliation of malignant strictures in the biliary tree and is not intended for device removal. Therefore, use in a benign application with planned removal is considered off-label use of the endoprosthesis. The instructions for use (IFU) for devices with holes includes a warning that states, ¿this product is not intended for removability, and is considered a permanent implant. Specifically, removal of the stent may be impeded by tissue/tumor ingrowth if the stent has transmural drainage holes.¿ based on the available information, gore has determined that off-label use (removal) of a device with transmural drainage holes likely contributed to unraveling at the distal end of the device. Based on the available information, gore has determined that off-label use (removal) of a device with transmural drainage holes likely contributed to unraveling at the distal end of the device, and is therefore not a reportable adverse event. It should also be noted that complications associated with the use of the gore® viabil® short wire biliary endoprosthesis may include complications associated with other biliary endoprostheses, including but not limited to: endoprosthesis misplacement, endoprosthesis migration, endoprosthesis fracture, obstruction of branch ducts, bleeding due to vascular erosion, and endoprosthesis occlusion due to biofilm/sludge formation, extrinsic compression or tumor overgrowth at the endoprosthesis ends. Complications may also include those often associated with any endoscopic procedure performed on the biliary tract. These complications include: infection, bleeding, duct perforation, hematoma, hemobilia, cholangitis, pancreatitis, fever, trauma to ductal system or duodenum, and death.